Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer was not working. It was indicated that the analyzer failed incoming testing. The analyzer was scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer did not work. The analyzer was returned for service. There was no patient involvement.